Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. An eye loupe and camera were used to determine the scope has distal tip fiber and outer tube damage. Further, the distal tip has severe dents and fiber damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. The root cause of the damaged fiber and outer tube was determined to have occurred during the use/handing by the customer. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the device was nicked.

Event description:
It was reported that the tip of the device was nicked.